Event description:
A family member of the customer called the helpline for assistance in downloading carelink information, and in programming the insulin pump. The family member was calling after the customer was hospitalized. The family member stated that the customer's diabetes made hospital treatment of a foot infection more difficult. The customer's blood glucose value was unknown. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).